Manufacturer narrative:
Quality safety evaluation of ptc received on 23-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-aug-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1427 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain/ a lot of pains and fibroid. Essure and the fibroid were removed. Event pain/ a lot of pains, interpreted as pelvic pain, is listed in the reference safety information for essure. Fibroid is unlisted. After essure insertion, pelvic pain may occur. In the present case, consumer also had fibroid which could be an alternative explanation for the pain. However, given the nature of this event, a contributory role of essure cannot be excluded. Fibroids are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes, causal relationship between this event and suspect insert was assessed as unrelated. Although the exact type of surgery was not clearly described, it is likely that a hysterectomy was performed. The fibroid was probably the main reason for the surgery. However, this case was regarded as incident, in a conservative approach, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Event description:
This is a spontaneous case report received from an adult female consumer via regulatory authority in (B)(6) on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Patient has complaints after insertion of essure in (B)(6) 2010 in hospital. Patient was known with nickel allergy, but was not informed on the risks. Patient went for check-up 3 months after insertion, after that never seen again by physician. Patient developed a lot of complaints during the years afterwards: pain, fatigue, a lot of blood loss during menstruation and a lot of pains. Patient laid on bed a lot because of the complaints and missed a part of the upbringing of her children. Patient visited a lot of physicians (rehabilitation physician to acupuncturist), but the link with essure was never made. Only until patient saw a tv broadcast she suspected that essure was the cause of the complaints. Essure has been removed together with ovaries and fibroid. Patient is doing better now, pain is gone. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain/ a lot of pains and fibroid. Essure and the fibroid were removed. Event pain/ a lot of pains, interpreted as pelvic pain, is listed in the reference safety information for essure. Fibroid is unlisted. After essure insertion, pelvic pain may occur. In the present case, consumer also had fibroid which could be an alternative explanation for the pain. However, given the nature of this event, a contributory role of essure cannot be excluded. Fibroids are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes, causal relationship between this event and suspect insert was assessed as unrelated. Although the exact type of surgery was not clearly described, it is likely that a hysterectomy was performed. The fibroid was probably the main reason for the surgery. However, this case was regarded as incident, in a conservative approach, since device removal was required. A product technical analysis is expected. Further information cannot be obtained

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.